Event description:
It was reported that a pt sustained 3 blisters after being scanned with a 1.5t signa hdx mr system. The pt was sedated for a lumbar exam and electrodes were placed for monitoring purposes. During the exam the pt was positioned head first, supine with her arms at the sides. The 3 blisters were located under the ECG electrodes, the largest blister was approx 2.5cm and the other two were the size of a dime. Ge healthcare recommended pads were used however there was skin to skin contact during the exam (breast to breast and thigh to thigh). Based on hospital f/u with a pt warming questionnaire, the ECG cable was in contact with the pt during the scan.

Manufacturer narrative:
A ge healthcare local field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil / ECG checks). System/ image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the blisters. The system was determined to be functioning within specifications. The device labeling was reviewed and the working safety section of the mr safety guide 2381696-100, rev 12, defines proper pt positioning and padding to prevent warming during MRI scans but these were not followed by the user. The cause of the injury was user error since there was skin to skin contact and looping during the exam. Also there was an ECG lead cable in contact with the pt during the scan that contributed to the injury. No further actions are planned at this time.